Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v187426, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v199170, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient had turned off one implantable neurostimulator (ins) 'kind of permanently' due to having had issues with it. When it was 'ramped up' the patient felt that he was being electrocuted. Multiple 'tune ups' were attempted and it was decided to turn it off. The device had been off since about 9-12 months after implant.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that it was the right side implantable neurostimulator (ins) that was having issues, which ¿was the side that was disconnected" intentionally.